Event description:
Device 1 of 3: reference MFR reports: 1627487-2012-10461, 1627487-2012-10462. The patient reported experiencing sharp pain from the pathway of his scs lead across his lower left ribs. In addition, the patient feels warmth while charging his ipg. The patient was provided with manufacturer recommendations for decreasing warmth while charging. No further information is available at this time. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Correction/removal report number: 1627484-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.